Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If any of the devices are identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that v8 spectrum pumps failed to perform within tolerance for the gravimetric flow rate accuracy test. The customer also reported that "they've been questioning the accuracy of the pumps (under delivering) and at the high flow rate (800ml test), it was around 8-11% variance. At the 40ml test, it seems to be fine." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). After a site visit by a baxter field service technician on 10/21/2015, the failed flow rate accuracy testing from the initial manufacturer report was confirmed. The cause of the failed testing was attributed to improper test procedure which includes insufficient head height and a lack of resolution in the weighing of the test samples.